Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a male, pt, who used super poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip original denture adhesive cream (B)(4) and fixodent (formulation number unk). In 1988, the pt used super poligrip (formulation unk) at unk dosing. At an unk time after using super poligrip, the pt experienced neuropathy, hypocupremia, and nerve damage. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. According to a legal complaint, the pt suffered "hypocupremia, neuropathy, and extensive nerve damage resulting in symptoms that include tingling, twitching, and involuntary movement in his legs, hand tremors, and balance problems." The pt experienced "severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries." The pt's injuries and damages were considered permanent and would continue into the future.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).